Event description:
1 lot of stat strips does not work. An error message comes up on glucometer. Product failure form could not be located on scout. Type of equipment: glucose test trips. Brand: "statstrip xpress", name of manufacturer: nova biomedical, ref: 42214, lot 0320328249, device was removed from service.